Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was within range (value not provided). The customer reverted to an alternate method in insulin therapy.